Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition occurred. Also, the implantable neurostimulator (ins) was reprogrammed. The pulse width went from 120 down to 90 and the patient lost therapy. Additional information has been requested, but was not available as of the date of this report.